Event description:
It was reported that the ilet user experienced a week of fluctuating blood glucose, with values ranging from 69 mg/dl to approximately 250 mg/dl. It was discovered that low glucose treatment was insufficient because the user sipped about 1 ounce of juice and waited 15 minutes, leading to prolonged correction. Education on proper treatment of hypoglycemia was provided. Symptoms included episodes of hypoglycemia and hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage issue related to an improper or insufficient treatment of hypoglycemic episode. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.